Event description:
In 2002, gliatech received a letter from the ra/qa rep at distributor stating that a "few weeks ago" she had a conversation with hosp. During the conversation, hosp requested the address for allergy diagnostic (a testing facility which performs anti-gelatin ige tests) so that she could, "send a blood sample from a pt who showing a symptoms of hypotension following application of adcon-l". Per the ra/qa rep, at that time, hosp did not wish to file a complaint. Distributor then sent a letter requesting info and they received a return letter from hosp. In the letter hosp stated, "I spoke with dr regarding my inquiry: the pt concerned was operated in the private sector and not their hosp. Dr has informed me that all the test results were negative and was not an immediate reaction but occurred several hours later, and was not related to adcon-l". No further details are available at this time.